Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified arthrofibrosis and retropatellar arthrosis. Patient presents with pain in the retropatellar joint surface, cultures negative. Clear joint fluid encountered and significant arthrofibrosis noted. The coupling pin can be seen, which has loosened and protrudes three turns above the coupling level. The pin was removed without difficulty. New d 17 inlay with new coupling pin placed and hand tightened. Patellar component placed with palacos cement. Rom 0-130° achieved, cpm, follow up as planned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown rhk bearing d 17. Foreign country: germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01733

Event description:
It was reported patient underwent initial right rhk placement. Subsequently, the patient was revised approximately one year due to pain. During the revision, significant arthrofibrosis was noted, and the coupling pin was loose and protruding above the appropriate level. A new poly insert and coupling pin was placed without complication. The patella was resurfaced with an initial implant due to retropatellar arthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.